Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. Device not returned.

Event description:
Report received stated that one physician cuts the tip of the catheter before use and has reporting tearing of the catheter.

Manufacturer narrative:
Analysis - based on the details of the complaint the clinician was cutting the catheter prior to use then had claimed that the catheter was tearing. Based on the instructions for use, the ¿warnings section advises the following: ¿warning care should be taken during catheter insertion, fixation and removal to avoid accidental or intensional cutting, suturing to or puncturing of the thoracic catheter as this may result in tearing of the catheter, causing device failure, patient injury or death¿. As no lot number was provided an evaluation of the device history records could not be conducted atrium medical corporation only releases product that has met all quality requirements.